Event description:
This report is based on information provided by philips field service engineers (fses) and remote service engineer (rse) personnel. It has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating damage to the ECG cable. The device was not in clinical use when the issue was discovered, and there were no reported patient impacts or injuries. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Visual inspection revealed damaged ECG cable. Based on available information and conducted tests, the cause of the reported problem was confirmed to be a damaged ECG cable. After completing the repairs, the device was operational. The investigation concludes that no further action is required at this time; however, if additional information is received, the complaint file will be reopened.

Event description:
It was reported to philips that device has damaged ECG cable attachment. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.